Event description:
The customer reported that the system would intermittently fail to complete boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. It was determined that the smart switch board will be replaced. No additional service information was provided.